Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was not replicated or confirmed. The device was put through extensive testing using test batteries without duplicating the report. Review of the device log found low battery messages and shut down warnings. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. The battery used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.